Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 20ebe395 showed three similar product complaint(s) from this lot number.

Event description:
It was reported PICC rn had a difficult time inserting the PICC on this patient, wire was not threading well and had to use two wires. PICC was successfully placed and was being infused. After approximately 24hrs of being placed, it was noticed that the PICC was leaking on the extension leg (the red/ non power rated side). There was a hole in the PICC. The PICC was then removed from patient.

Event description:
It was reported PICC rn had a difficult time inserting the PICC on this patient, wire was not threading well and had to use two wires. PICC was successfully placed and was being infused. After approximately 24hrs of being placed, it was noticed that the PICC was leaking on the extension leg (the red/ non power rated side). There was a hole in the PICC. The PICC was then removed from patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 5fr d/l powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the red-luered extension tubing. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The product IFU states ¿avoid accidental device contact with sharp instruments¿ and ¿do not use scissors to remove dressing to minimize the risk of cutting the catheter.¿ h3 other text : evaluation findings are in section h.11.